Manufacturer narrative:
.

Event description:
The customer reported a vent inop condition due to an air valve liftoff failure and the blower is making a high pitch noise when turned on. The customer reported there was no patient involvement.